Event description:
The nurse reported the phaco handpiece is buzzing intermittently and has no phaco power. The first case was completed with no pt impact. The following three cases were cancelled. There was no pt injury reported.

Manufacturer narrative:
The company service representative reviewed the event and the problem reported with the nurse; examined the system and found no problems. The system met all product specifications. The root cause of the reported event cannot be determined in this investigation.